Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 41 mg/dl. Reportedly, customer believes the cause to be the updated correction factors from customer's healthcare professional. Reportedly, the customer required assistance from partner to treat bg level via consumption of carbohydrates. Additionally, customer adjusted the way in which they would take a bolus; customer now boluses for bg level instead of carbohydrates consumed. The customer was instructed to consult with healthcare provider regarding bg level.